Event description:
Client stated she immediately had a reaction her knee swell up and was red and very hot to the touch. She contacted mdo, but she was not able to go in and see him, they advised her to use compression stockings to bring down swelling. She stated her last appointment mdo said she should have gone in the office to have fluid removed from her knee. There was a misunderstanding when she called mdo initially. She is going in for cortisone injections next week to help reduce the pain. She did not have anaphylaxis, but mdo told her it could happen next time. I offered her an rph consult, she did not want to speak to rph. Dose or amount: 48mg, frequency: once, route: ia. Dates of use: (B)(6) 2016. Diagnosis or reason for use: m17.11.